Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a gemini retrieval basket was used in the ureter during a ureteroscopy procedure performed on august 25, 2021. During the procedure, the pullwire and the proximal section of the sheath was broken. No additional device was required to removed the sheath and basket. Another gemini basket was used to complete the procedure. There were no patient complications as a result of this event.